Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) and right ventricular (rv) lead exhibited increased impedance measurements. Both leads were noted to be fractured under fluoroscopy, with the rv lead fractures noted near the distal coil. An invasive procedure was performed. The ra lead was explanted and replaced. While explanting the rv lead, the portion of the rv lead below the distal coil was unable to be explanted and the plan was to extract the remaining portion through the groin, however, no further information was able to be obtained at this time. No additional adverse patient effects were reported.